Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; product ID ¿ unknown; device info - unknown ; date implanted - unknown; date explanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "knee arthroplasty after formal knee fusion using unconstrained and semiconstrained components: a report of 7 cases" which aimed to evaluate the clinical and radiographic midterm results of patients who had undergone conversion of knee joint arthrodesis to tka, using the agc dual articular, manufactured at biomet. The study consisted of seven patients with previously fused knee joints that were performed between 1984 and 1998. The mean age at the operation was fifty-eight years and the time since the fusions varied from four to forty-seven years. The initial fusions were for infection in five patients (two (B)(6) and three sepsis with staphylococcus aureus) and severe osteoarthritis after proximal intra-articular tibial fracture in two patients. Previous fusion was performed with one or two plates in three patients and screws or pins in four patients. One patient had a previous patellectomy. The patients underwent conversion to total knee replacements due to pain and disappointment from refusion procedure. Of the seven knee joints, six underwent further procedures. Three patients with arthrofibrosis were treated with open arthrolysis. All patients underwent at least two unknown procedures before they were converted to total knee arthroplasties. Two of the three patients that were fused with one or two metal plates developed skin necrosis after the total knee arthroplasty which required a lateral gastrocnemius flap procedure. Of which, one patient had a skin coverage procedure performed with a gastrocnemius flap three months postoperatively, which developed chronic infection despite long-term antibiotic treatment. This patient required refusion one year later. Another patient who underwent a gastrocnemius flap procedure gained sixty-five degrees range of motion at fifty-five months follow-up. One patient with a thin patellar tendon underwent reinforcement with an artificial ligament. One patient underwent refusion after thirty months because of persistent and painful collateral ligament instability. One patient underwent neurolysis of the fibular nerve for painful paresis that occurred postoperatively. At the time of revision (3.5 years postoperatively), the nerve was found to be entrapped in fibrotic scar tissue at the level of the fibular head and was exposed with limited success. In conclusion, the conversion of knee arthrodesis to total knee arthroplasties has a high complication rate and should not be undertaken lightly.